Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016 at (B)(6). -patient received cortisone in (B)(6) 2016. -"diagnostic" in (B)(6)2016 showed no reflux and "not very much peristaltic." -device explant due to severe dysphagia and pain occurred on (B)(6) 2017 at (B)(6); a hernia repair and a fundoplication was performed at the time of explant. -it was noted that the implant was placed between the backside vagus and esophagus, but very deep to and on the cardia" and "not on the les" (lower esophageal sphincter). -patient reported as doing well.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia and pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016 at (B)(6) by prof. (B)(6). Patient received cortisone in (B)(6) 2016. "Diagnostic" in (B)(6) 2016 showed no reflux and "not very much peristaltic." Device explant due to severe dysphagia and pain occurred on (B)(6) 2017 at (B)(6) by dr. (B)(6); a hernia repair and a fundoplication was performed at the time of explant. It was noted that the implant was placed between the backside vagus and esophagus, but very deep to and on the cardia" and "not on the les (lower esophageal sphincter). Patient reported as doing well.